Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system. It was suspected that atrial flutter response (afr) have induced runs of atrial flutter. In addition, there was some sensor pacing competing with intrinsic signals, resulting in intermittent undersensing and inappropriate pacing. Review of remote monitoring data revealed many atrial tachy response (atr) and rhythmic events. Technical services (ts) discussed programming options. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.